Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2018. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was unresponsive - failed calibration. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02/18/2019, date rec¿d by MFR : 02/02/2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The manufacturer¿s field service technician verified the touchscreen was inoperative, attempted to calibrate but unsuccessful. The manufacturer¿s field service technician replaced the touchscreen and calibrated. Performed required safety tests per manual. Ready for clinical use.